Event description:
Heartmate ii pocket controller reading low flow and high pi without ejection from ventricle or aortic valve opening. Changed controller to backup and received flow data and pi was lower.